Event description:
It was reported that non-sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Programming recommendations were made. The patient was stable.